Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) is in chronic atrial fibrillation/flutter (a fib/flutter) resulting in farfield oversensing occurring on the rate/sense egrams. The farfield oversensing is resulting in pacing inhibition.